Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported lead diagnostics identified high impedance with the patient's (B)(6) lead. Reprogramming did not provide resolution. X-rays revealed a lead break. In turn, surgical intervention was undertaken to explant and replace the patient's lead which resolved the issue. The patient was reprogrammed postoperative and stimulation was restored.